Event description:
My breast implants have caused me debilitating problems after having them in for years it was after I gave birth that they really began to affect my health and mental state. I first thought it was postpartum depression. I realized that one of my implants deflated and from there it was all down hill. I suffered so many symptoms I can give you a list. I had every test done to see if it was other things only to find that nothing showed up in any of my tests or blood work it all came back normal. There was nothing wrong with me yet here I was not much more than 30 and I felt like a 90 year old lady on my death bed. I struggled to get out of bed nearly every day and very seldom. Did I have a good day? My hair was falling out, my skin was dry, I had patches of dry skin on my scalp, I had depression. My bones ached when I woke up and stepped out of bed it felt like I was walking on jagged rocks under my feet. I gained so much weight when I could never gain a pound plus I ate healthy and was doing everything right, I didn't know what was wrong with me until I found an article about breast implant illness. I had every single symptom on the long list, and I mean every single symptom. I had reoccurring urinary tract infections skin problems and strange odors I never had before along with hormone imbalances among other symptoms. I need them out only I can't afford to pay to have them out, so here I still suffer waiting to have enough money to have them removed. My nightmare still continues while doctors tell me they can't find anything wrong with me. I had 22 tubes of blood drawn, I was tested for everything only to find everything normal. Pre diabetic from implant problems of weight gain. FDA safety report ID # (B)(4).